Manufacturer narrative:
(B)(4). This is a report of use error, where the customer improperly set-up the homechoice set and solution bags. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to make sure the solution bags are connected to the proper lines on the organizer. The guide gives step by step instructions for connecting the solutions bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connected improperly set-up the supplies for peritoneal dialysis therapy. During troubleshooting, the technical services representative (tsr) found that the patient had connected a drain bag to the patient line and connected themselves to the drain line. The tsr assisted the patient with ending therapy and reviewed proper procedures with the patient. The patient would start over with all new supplies. There was no patient injury or medical intervention reported. No additional information is available.